Event description:
The patient reported a shocking/jolting sensation and overstimulation, which occurred intermittently and was related to positional movement (pushing a cart and the stimulation went "sky high") the stimulation sensation ramped up very high and resolved after some time (the patient stood still for a few minutes and it went away). She walked up some stairs and the same thing happened. She could not walk. It took 10-15 minutes to be able to walk and for the stimulation sensation to go away. The onset was sudden. It was reviewed that the patient may want to turn stimulation off until she can be seen in 3 weeks as a safety precaution and that the patient may want to consider turning stimulation off, especially when driving and walking around, to avoid injury. There were no trauma/falls reported that could be related to this issue. There were no recent medical test or emi environmental exposure. The patient synced the patient programmer with the implantable neurostimulator (ins) and stimulation was on. The patient had the ability to change stimulation. The patient was to follow up with the hcp. The indication for therapy was radicular pain syndrome(radiculopathies) and spinal pain. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the patient was going through a bank¿s security when the device shocked them and felt like it was overstimulating them. The stimulator wasn¿t working and it went ¿bizzerk.¿ it was noted that the issue had since been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.